Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the implant procedure was completed, the lead exhibited low impedance. It was suspected that the lead was damaged. The lead was explanted and replaced. No patient symptoms or additional information was reported.